Event description:
In 05, the lay patient contacted lifescan alleging that her one touch ultra was reading inaccurately high. The medical affairs specialist (mas) sent a letter to the patient, as she could not be reached via phone. The patient has gestational diabetes. She had just finished eating a meal and taking medication; she felt hot and sweaty. She tested with the reported meter and obtained a result of 135 mg/dl. Her family took her to the ER where a result of 71 mg/dl was obtained on the ER device compared to a result of 285 md/dl obained at the same time on the reported meer. The patient was given food at the hospital before being sent home. No information was provided regarding the patient's gestational diabetes regimen; no meter results or patient actions taken prior to the time of concern were provided. The customer service agent (csa) confirmed that the test strips were not expired and had been stored correctly. The code on the meter matched the test strip code and the patient's testing technique was correct. A control solution test was not performed, as the control solution was expired. The meter and control solution were replaced.